Manufacturer narrative:
Product analysis :visual and optical inspection confirms the tip is not broken. The tip has been twisted, with approximately ~4mm of the tip plastically deformed. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2015, intra-op, the instrument broke. The products came in contact with the patient. No patient complications were reported.